Event description:
The reporter contacted animas on (B)(6) 2013, alleging an intermittent power issue. The reporter stated the pump rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/21/2013 with the following findings: in the black box history on the date of the event, one reboot was observed at 9:48 am. The dates in the total daily dose history were incongruent due to date changes: from (B)(6) 2013 to (B)(6) 2007, from (B)(6) 2007 to (B)(6) 2013, from (B)(6) 2013 to (B)(6) 2007 and from (B)(6) 2007 to (B)(6) 2013. No damage was found to the battery cap or battery compartment. The battery cap attached securely to the pump and the pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. The battery cap contact height and width were found to be within specifications. The pump was opened and no damage was found to the power circuit. Unrelated to the complaint, the internal battery was found to be leaking.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.